Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified veterinary orthopedic surgical procedure, it was observed that the small battery drive device had problems attaching and disconnecting attachment devices. The reporter stated that the problem existed with all attachment devices. There were no delays to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred between (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.